Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that aspiration and fluid infusion stopped during a left eye vitreoretinal surgery. The console displayed system messages. The procedure could not be finished. The procedure was completed at a later day. There was no patient harm. Additional information and product sample was requested. No additional updates have been received at this time.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record of the reported lot and lot history could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. In regards to the console; no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. The customer did not retain a sample of the pack for this complaint report. Visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. A probe sample was not returned for stopping to aspirate during surgery. No lot number was identified with this complaint. Therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).